Event description:
I have a ci532 cochlear implant, manufactured by cochlear ltd. It is labeled as safe for use in a 1.5t MRI, provided the splint and compression bandage is applied. On (B)(6) 2018 I had a brain MRI and within three minutes the pain was so intense that I had to hit the emergency button and terminate the procedure. The implant site had a protrusion and soreness. A recent visit to the otologist confirmed that the internal magnet had become displaced. The pain was quite extreme, and it felt like the magnet was getting ripped through my scalp. This is the 3rd MRI I have had since the (B)(6) 2018 cochlear implant surgery; during the prior two MRI procedures there was pain but I was able to finish the MRI procedure; this time I could not.